Event description:
It was reported that after delivery of secondary medication, the primary line is still filled with medication. There are times when the primary rate is going much faster than what the secondary rate was. When the device switches back to the primary rate the medication remaining in the line is infused at what could be a much faster than intended rate. No further information was provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.